Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. In this case, a specific device failure was not reported. Pain and a tingling sensation in the target groin may occur due to a mislocated clip; however, an ultrasound showed a safe starclose se deployment over the artery. Reportedly, the artery of the patient was not calcified, but no other information regarding patient anatomical conditions, or user technique was provided, which may have contributed to the reported event. A conclusive cause could not be determined. A review of the device lot history record and a query of the complaint-handling database could not be performed because the lot number was not reported. All devices are visually tested during manufacturing. In addition a sampling of finished devices is destructively tested to verify the functionality of the device. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after deployment of the starclose se clip in the right common femoral artery the patient experienced pain and a tingling sensation in the target groin for the past eleven days. The patient stated that when he walks, the area becomes more irritated and he has been taking over-the-counter pain medication. An ultrasound performed thirteen days post procedure showed a safe starclose se deployment over the artery, but the clip reportedly could have captured some muscle tissue or a nerve. The patient was given three steroid shots at the location of the clip. The next day, although feeling the side effects of the steroid shots, the patient reported that his leg was feeling better. The physician is reported to be trained in the use of the device. Though requested, no additional information was provided.